Event description:
Rn on intensive care unit reports that the humidifier adaptor for the aquapak used to humidify oxygen for nasal cannulas cross threads too easily. In her most recent experience with the device while setting up on a patient, the adapter cross threaded and was not delivering oxygen to the patient at a therapeutic rate. The rn noticed that the patient's oxygen saturation was not improving and located and fixed the cross thread restoring oxygen to the correct flow rate. The rn has been using the aquapak for over 20 years and has only noticed the adaptor easily cross threading in the past few months.